Event description:
On (B)(6) 2012, the patient claimed that her blood glucose was elevated intermittently over 400 mg/dl with the highest being 549 mg/dl. Her blood glucose reportedly was within target. During troubleshooting, the animas representative assessed the patient' alleged elevated blood glucose by evaluating the animas pump. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There is no change in the patient's activity, health, diet, or medication. The bolus history was accounted for. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what caused her blood glucose to be over 500 mg/dl. This complaint is being reported due to possible user error and because the patient's blood glucose was over 500 mg/dl while on pump therapy.

Manufacturer narrative:
(B)(4): the pump was evaluated by product analysis on (B)(4) 2012 with the following results: no insulin delivery defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported high blood glucose, due to continued use.